Manufacturer narrative:
Unit received with constant alarms during rewind due to motor encoder signal out of phase. Unable to perform pump self test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measure due to constant alarms. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 190 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.